Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined. (B)(4).

Event description:
According to the reporter, during a hysterectomy procedure, one needle was bent in the device. The other needle would not load. There is a possibility that the surgeon took too big of a bite, which bent the needle. The second suture would not load because the device was then broken. The needle fell into the patient cavity and was easily retrieved. To correct this condition, they changed to another device.